Event description:
This complaint originated from our foreign distributor in (B)(6). Carefusion technical support received a call from the distributor, stating that one of their ventilators was alarming, "vent in op" and "motor fault". No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support determined that the probable root cause of this event was most likely to be a faulty turbine assembly. A replacement turbine assembly was sent to the foreign distributor. Carefusion also issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for eval. As of (B)(6) 2015 the alleged user interface module has not been received. Should the alleged user interface module be received and evaluated, a follow up medwatch report will be submitted.